Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter displayed a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the battery indicator symbol first occurred one and a half months prior to contacting lfs. The patient manages her diabetes with insulin (self-adjuster). The reporter denied that the patient had made any changes to her usual diabetes management routine after the battery symbol appeared. She claimed that an unspecified time after the start of the issue, the patient developed symptoms of "shakes [and] sweats". The reporter indicated that, also a month and a half ago, the patient self-treated her symptoms with food and/or drink. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there had been no misuse of the meter. Based on the information provided, the battery did not need to be replaced. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of an acute diabetes excursion after the alleged power issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.